Event description:
During a remote follow-up, episodes of far field p-wave oversensing were observed on the right ventricular (rv) channel of the device. The suspected cause of the event is rv lead dislodgement. No intervention has been performed at this time. The patient was stable.